Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat end-stage osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. The surgeon noted that the patient had posterolateral insufficiency due to an old acl injury and that the popliteus tendon was absent. The procedure was completed without complications. Patient receive a left total revision to treat pain and instability. Upon entering the joint, the surgeon confirmed gross instability of the left knee. The tibial tray and femoral component were well-fixed but revised. There was no reported product problem with the explanted tibial insert. The patella was retained. The surgeons note the patellar tendon was thinning at the tibial tubercle and was reattached with suture. The patient received competitor revision products utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2015; dor: (B)(6) 2016; left knee.